Event description:
Coiling treatment was conducted of a aneurysm. The coil was reported to prematurely detach during positioning. The coil was pushed into the aneurysm successfully using the pusher. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device involved in this event was not returned as it was reported infectious. (B)(4).